Event description:
A copy of uf report was received on 10/01/2009. The report states: pt in cath lab coded during procedure. Intubated at 1113, pt ventilated without problems. Mid-code, developed difficulty ventilating pt. Rt felt the cuff was deficient. Confirmed by bronchoscopy. Tube removed and pt reintubated. Device usage problem: device failed (e.g. Couldn't get it to work for stopped working). Upon receipt of this report, a call was placed 10/01/2009 to the reporter, who further stated the endotracheal tube was discarded, the lot number was unk, and she had no further info to provide.